Event description:
Event: (cc# 98-01176) after iabp for about 15 hours, the balloon ruptured. The doctor was unable to remove the iab. The iab was entrapped and the patient had to be taken to the o.r. For iab removal. No second iab was inserted into the patient. On 10/13/98, the following was reported to datascope: the pump alarm sounded. The balloon ruptured requiring right femoral artery exploration. The iab could not be removed by pulling it back. The iabe had to be surgically removed. During surgery an embolectomy was performed on the distal femoral artery. Repair to the artery was also done. As of 9/29/98, the patient remained stable but still hospitalized. [Event complications]: the iab was entrapped/surgically removed - reported 9/22/98. [Patient's current status]: stable - rpt'd 9/24/98.